Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black case type = ngp customer returned device for alleged battery lasts less than expected found on (B)(6), 2022. The device passed the displacement test, active current test, and self test. The device failed the sleep current test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No battery alerts, alarms, or anomalies noted during testing. Successfully downloaded pump history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. Device alarmed a low battery alert on the event date of (B)(6), 2022 at 22:57:00.000 or 10:57 pm and was expected. Device was cut open to perform visual inspection and found moisture damage on electric board and the force sensor. The following were also noted during visual inspection: scratched case, cracked case, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, stained keypad overlay, corroded battery tube, end cap address label missing, and label damage. Battery lasts less than expected and high sleep current measurement were confirmed due to moisture damage on the force sensor and electric board. Moisture damage was confirmed found in the battery tube, force sensor, and electric board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a low battery and change sensor low/short battery lifetime alarm. Customer reported that it occurred even the battery was changed. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the suspend before low or suspend on low feature was not used by the customer. The customer will discontinue using the insulin pump and will be returned for analysis.